Event description:
Customer hospitalized for low bgs. It was stated that they did not know the reason for low bgs and also the device had missing segments on display. Troubleshooting was denied. Customer reverted to back up plan of manual injections. Customer is visually impaired.